Manufacturer narrative:
Additional information : the device was not received; however photographs were available for evaluation. Photographic inspection was performed and a dark particle was observed. Further analysis determined the particle to be burned resin. The reported condition was verified. The cause of the condition was related to the machine during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink continu-flo solution administration set had a foreign object inside the tubing. The event was observed prior to patient use. There was no patient involvement. No additional information is available.